Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The proglide device referenced is filed under a separate medwatch report#.

Event description:
It was reported that the versacore guide wire was advanced in the patient anatomy without issue and a perclose proglide device was adanced over the guide wire. During removal of the guide wire, resistance was felt with the perclose proglide device and the guide wire coils stretched. The procedure was complete at this time; no additional guide wire was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.